Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Upon receipt of new information, it was determined that the information in this MFR report pertains to 3004209178-2025-06385. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the serial number of the ins that was affected. They state the cause of the increase in stimulation when using the nalu system was not determined. Rep states they had patient turn off their system which did not turn off the nalu system. They state the issue has been resolved on their end now.

Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2021: product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller asking about potential for interaction between mdt scs system and a nalu stimulation system. The patient has a mdt scs system on the right side with leads in orbital area and a nalu system on the left orbital area, both for occipital pain. The pt noted yesterday while in clinic with caller and nalu rep that when pt uses the nalu system, it will feel like an increase in stim on the right (mdt) side. Tss clarified that pt is only feeling an increase in side with mdt stimulator and not actually seeing a change in stimulation values of mdt system (which caller confirmed was true). Tss reviewed that mdt has unique software that wouldn't allow communication with other systems and that what pt experiences could be more of a medical topic to discuss with her hcp. Additional information was received from the patient. It was reported that the reason for call was patient said they are having interference with their devices. Patient said they have two stimulators, but the issue is with one from medtronic and one from nalu. Patient feels as if the two machines are somehow interfering with one another but everyone says it is not possible. Patient saw the nalu representative yesterday and the representative programmed their system to match the patient's settings with medtronic. The way the patient is feeling it, there is one on the leftand the other on the right, changes how they feel it. Patient mentioned they had a visit in person with a rep on wednesday and earlier today about the issue. If the nalu is on high and the patient turns it up high and tries to match that same setting with the implanted neurostimulators, it feels like the nalu is affecting the medtronic. If they turn off the nalu stimulator, it still feels like it is doing something with the medtronic. Patient thinks it has to do with the magnets in them, patient thinks it is creating a magnetic field. Patient mentioned that they were told to report this issue and that there is a case open with a mdt rep. Patient noted that with the most recent surgeries with nalu, half their body is medtronic and half is nalu as far as stimulators. Patient stated they are experiencing issues and the machines are interfering with each other; patient added that they have 2 different systems in the brain. Patient reported everyone keeps telling them the interference is impossible but that they feel it in their brain. Patient asked and said to ask the engineers if there can be electromagnetic interference between the two stimulators; agent reviewed information. Patient mentioned the rep called patient services yesterday and spoke to a technician about the issues the patient is having but did not fully understand what the patient was explaining; agent saw no record of a call. Patient mentioned that they live in mn and would come to have any tests done in order to help their body and the engineers figure out what is going on. When asked for an event date; patient mentioned shortly after it was installed but when they first w ere programmed with medtronic settings they were basic. Patient followed up saying they noticed a change and yesterday they saw a nalu rep who programmed the system to match medtronic. Patient mentioned that while that was happening, they felt things intensify before more programs were even added; patient added that one stimulator was on the left and one on the right. Patient noted that the nalu stimulator changes how medtronic's feels and if the nalu one is high and trying to match medtronic they feel it. Patient mentioned that they think it has to do with both implants having magnets in them; patient kept saying that medtronic does not have any patients like them and that they need people to know it is possible and happening to them. Patient mentioned that where the brain splits is where they feel it the most and they don't recommend mixing brands and don't think they belong together.